Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stent placement procedure performed on (B)(6), 2011. According to the complainant, the stent was being placed to treat a 4-5cm duodenal stricture, secondary to pancreatic cancer. The anatomy was reported as extremely tortuous, with a 180 degree torque of scope. The physician attempted unsuccessfully to place a wallflex stent, but it failed to deploy. When the physician attempted to place another stent (subject of this complaint) along the guidewire, with no scope under fluoroscopy, the stent was partially deployed, but the physician was not comfortable with the position of the stent. The stent was reconstrained and positioning was attempted, but the physician decided not to continue with the placement of the stent, reconstrained it and the procedure was not completed. There was no reported issue with advancing the stent along the guidewire or into the patient's anatomy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.